Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2017 with the following findings: a review of the black box data revealed cs 078 call service alarms had occurred. During investigation, the rewind, load, prime sequence was performed and a cs 078 occurred. The pump was opened and there was moisture/corrosion observed in the motor drive circuit.